Manufacturer narrative:
(B)(4). Visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not received by the manufacturer at the time of this report. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed. The product sample is needed to perform a proper investigation to confirm the alleged defect reported and determine the root cause. Root cause is unknown. Corrective actions cannot be established at this time. If the device sample becomes available at a later date, this report will be updated with the evaluation results.

Event description:
Customer complaint alleges the 15mm connector piece became dislodged during a patient use. No patient harm or necessary medical intervention was reported. Patient condition reported as "fine".